Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and discovered glass in the waste shuttle. The debris was removed and the instrument was restored to specifications. Neither the fse nor the customer could identify the origin of the piece of glass. The customer also stated that they do not use glass sample tubes. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the cap piercer in the unicel dxc 600 pro synchron chemistry analyzer was leaking. The leak was contained to the instrument. The customer was wearing proper protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.